Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82204582 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated at nominal pressure of 12 atmospheric pressure (atm); however, at that time, the pressure did not rise. Since blood was drawn into the indeflator, balloon rupture was suspected, and device was removed. When pressure was applied at outside the body, leakage from the shaft was confirmed, however, the balloon was still inflated to nominal pressure. There was no problem because the lesion could be inflated. There was no reported patient injury. The lesion was the superficial femoral artery. An unknown wire crossed the lesion. The saber rx was able to be inflated to nominal pressure. After that, the location was slightly shifted, and the second inflation was performed. The case was completed successfully since the balloon was able to be inflated to nominal pressure. The device was removed intact (in one piece) from the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the 6mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated at nominal pressure of 12 atmospheric pressure (atm); however, at that time, the pressure did not rise. Since blood was drawn into the indeflator, balloon rupture was suspected, and device was removed. When pressure was applied at outside the body, leakage from the shaft was confirmed; however, the balloon would still inflat to nominal pressure. There was no problem because the lesion could be inflated. There was no reported patient injury. The lesion was the superficial femoral artery. An unknown wire crossed the lesion. The saber rx was able to be inflated to nominal pressure. After that, the location was slightly shifted, and the second inflation was performed. The case was completed successfully since the balloon was able to be inflated to nominal pressure. The device was removed intact (in one piece) from the patient. The device was not returned for evaluation. A product history record (phr) review of lot 82204582 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.